Event description:
Reporter stated that pt's MRI safety screening forms, department of technology review form, checked surgery within the emr system form, were faxed to MRI with pacemaker marked as no and emr records did not have any documentation of pacemaker. Reporter states that pt arrived in MRI department and paper work reviewed with MRI team, and technologist specifically asked of the surgeries pts had marked and also if there were any other implant and pt replied 'no.' Reporter states that pt walked into scan room and then proceed to do MRI. Reporter states that pt was checked between every scan and exam completed uneventfully. Reporter states that pt did not complain prior and post MRI. Reporter states that pt return to the floor after MRI and two days later, another MRI was ordered. According to reporter, a different technologist reviewed pt's screening form, surgeries in the emr and also did not find any info relating to a pacemaker, but did notice that pt recently had a chest x-ray and in the course of reviewing that form, that is when the technologist discovered that pt has a pacemaker. Technologist immediately called the nurse to cancel the scheduled MRI with explanation for the cancellation. Reporter states that MRI manager was notified a day later who then called and spoke to the nurse and the physician who happened to be present at the time of the call. MRI manager advised that device (pacemaker) be checked for functionality and to also obtain info as to the type of pacemaker pt is having. MRI manager followed-up the next day and was informed that the cardiologist interrogated the device and there was no device malfunction and a f/u chest x-ray showed device and lead stable and in good position. Reporter states that MRI manager is advising that due diligence, clinical education as well as proper documentation be reinforced at the hospital as well as to the MRI center.